Event description:
It was reported that a flogard infusion pump was "out of service." It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in a good physical condition. A review of the alarm log identified an occurrence of an upstream occlusion alarm. The reported condition was confirmed as the upstream occlusion alarm. The cause of the upstream occlusion alarm was determined to be an out of calibration upstream occlusion sensor. To correct the condition, the occlusion sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.